Manufacturer narrative:
04-may-2023 concomitant product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Stabbing with metal tip - mouth [mouth injury]; oral-b attached brush keeps slipping off in mouth [device breakage]. Case narrative: consumer via e-mail stated that the oral-b attached toothbrush kept slipping off in their mouth which resulted in them accidentally stabbing themselves with the metal tip of the oral-b toothbrush. No serious injury was reported. (B)(6) 2023 case update: the concomitant product was oral-b power oral care refills precision clean. No serious injury was reported. 09-may-2023 case update from information initially received on 12-apr-2023: the concomitant product lot was k925. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stabbing with metal tip - mouth [mouth injury]. Oral-b attached brush keeps slipping off in mouth [device breakage]. Case narrative: consumer via e-mail stated that the oral-b attached toothbrush kept slipping off in their mouth which resulted in them accidentally stabbing themselves with the metal tip of the oral-b toothbrush. No serious injury was reported.